Event description:
Medtronic legal received information from the attorney of the family on august 1, 2025, that the customer's next of kin had informed that the customer had experienced hyperglycemia and diabetic ketoacidosis and had passed away on (B)(6) 2023. The next of kin also reported that the customer had previously experienced battery cap damage, power loss alarms, and short battery life of the insulin pump, and that the insulin pump had been malfunctioning and had failed to provide appropriate administration of insulin. The reported blood glucose value at the time of the event was 1100 mg/dl. The customer had experienced symptoms such as loss of consciousness, dizziness, vomiting, illness, and had subsequently aspirated during the event. Emergency medical services (ems) had been dispatched. The cause of death was reported to be due to malfunction and/or failure of the insulin pump. The last known product(s) for the customer were as follows: mmt-1880l, mmt-1880l, unomedical, mmt-1880, mmt-332a. Troubleshooting had not been performed. It was unknown whether the insulin pump had been worn by the customer at the time of passing. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode/smartguard feature had been active at the time of the event. Mmt-1880l had been requested and the device would be returned. No product return was required for mmt-1880l. No product return was required for unomedical. No product return was required for mmt-1880. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.